Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 205mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. No motor error alarm and motor passed the motor test. However, the insulin pump was received with minor scratched lcd window and cracked case near the display window corners.